Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not communicate with belt) was confirmed. Upon investigation the monitor was unable to communicate with a test belt. The cause for the failure was isolated to shorted u1004 and u1005 components on the computer/analog pca. The root cause for the shorted components could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was unable to communicate with an electrode belt.